Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that venotomy closure of a left common femoral vein was attempted using two proglide devices with an 8f sheath after an electrophysiology (ep) ablation interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of both proglides. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.